Event description:
This baxter IV pump was set up on standby with a norepinephrine infusion programmed. It was not connected to the patient at the time of the event. The IV pump suddenly alarmed "system error" "code 23501" "board heartbeat failure: 3". It also made a very loud, continuous noise that was dissimilar to other alarms on the IV pump. The pump was removed from service and tagged.